Event description:
Two days after a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. The lesion treated was an 80% stenosed obtuse marginal. After predilating with a 2.5mm x 11 mm maestro balloon, the lesion was successfully stented with a taxus express2 8.8% 2.5 mm x 16 mm stent. The stent was well positioned and apposed. The pt was readmitted with severe chest pain 2 days later. Repeat angiography revealed a blocked taxus stent. This was successfully reopened using a pilot guide wire and a 2.5 mm x 16 mm extensor balloon. Timi 3 flow was restored and intra coronary reopro was administered. The pt was discharged from the cath lab to the pt floor on IV integrilin. The status of the listed as good.